Event description:
It was reported that during a surgical procedure conducted at the user facility the stryker nav3i system the images were moving in the sagittal and axial planes, when they were not supposed to. This could cause the naviagtion to be potentially inaccurate. The procedure was completed successfully without a clinically significant delay, impact to the patient, adverse consequences, or medical interventions.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the stryker nav3i system the images were moving in the sagittal and axial planes, when they were not supposed to. This could cause the navigation to be potentially inaccurate. The procedure was completed successfully without a clinically significant delay, impact to the patient, adverse consequences, or medical interventions.

Manufacturer narrative:
The reported event of slightly moving imaged during surgery can be confirmed based on the provided video; however, the reported event could not be duplicated during device evaluation. During device evaluation it was identified that the spine tracker was not attached to the vertebrae which was treated. As no fixation clamp for the spine clamp is visible on each intra-operative c-arm scans, the spine tracker was attached several vertebrae away from the vertebrae which was treated.

Event description:
It was reported that during a surgical procedure conducted at the user facility the stryker nav3i system the images were moving in the sagittal and axial planes, when they were not supposed to. This could cause the navigation to be potentially inaccurate. The procedure was completed successfully without a clinically significant delay, impact to the patient, adverse consequences, or medical interventions.